Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) lead, and right ventricular (rv) lead exhibited low sensing measurements. It was reported p-waves were . Seven mv and r-waves were 2.3 mv. Some undersensing was noted on the rv channel. No adverse patient effects were reported. Additional information was received indicating this lead had dislodged. The lead was explanted and successfully replaced. The lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The reported event and explant dates are chronologically impossible. Therefore, they will be left off this report.